Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic max valve was successfully implanted in a patient. The valve was sized using a sizer. It was noted during procedure, that the leaflet of the epic max valve was not coapting specifically closing, resulting in severe aortic insufficiency. There was no difficulty noted with the valve opening completely. The 23mm epic max valve fully implanted/sutured at this point. The leaflets of the valve had been visually inspected during device preparation. The 23mm epic max valve was not mishandled or damaged during preparation. The decision was made to explant the valve and replace it with a 23mm non-abbott device. The patient never came off cardiopulmonary bypass. The patient remained hemodynamically stable throughout the procedure. There was clinically significant delay in procedure reported. There was no initial or prolonged hospitalization due to this event. The patient was stable and recovered uneventfully at the time of report.

Manufacturer narrative:
An event of valve leaflets not closing completely and regurgitation was reported. The device was returned to abbott for investigation. The sewing cuff is intact. The leaflets are mobile when manually manipulated. The valve was sent for functional testing at the engineering test lab. During this test, which ensures proper leaflet coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 4.7%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including functional testing to ensure proper leaflet coaptation and hemodynamic performance, and the product met all specifications. The reported event could not be confirmed. The free state of the leaflets, without physiological pressure applied, is not indicative of actual leaflet coaptation or valve function. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.